Event description:
It was reported that during a lead extraction procedure to remove 3 leads (ra, rv, lv), an lld device was cut and capped within a lead being extracted. Reportedly, extraction began with the rv lead using an lld, a glidelight, and a visisheath device. Significant binding was experience near the clavicle, so the surgeon switched to the ra lead. The same method was attempted on this lead, with the same result. Again the rv lead was attempted, also without success due to binding. At this point the lead was showing signs of breaking, so both the ra and rv leads were cut and capped with the lld devices still inside. The patient was then scheduled for a surgical procedure at a later date.